Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 24 mg/dl and 225 mg/dl, 25 mg/dl and 197 mg/dl, and 28 mg/dl and 165 mg/dl. Result sets were on separate occasions. No death or serious injury reported. Requested return of suspect device and replacement was sent.